Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section d3 ¿ the product lot number is not available. Section e1. Initial reporter phone: (B)(6). The device was discarded; therefore, no further investigation can be performed. The lot number is not known; therefore, a device history record review cannot be completed. With the information available and without the product available for analysis, the reported customer complaint could not be confirmed. The exact cause of the event could not be determined; however, there are circumstances of the procedure that may have contributed to the reported failure. The instructions for use (IFU) contain the following caution: if strong resistance is met during manipulation, discontinue the procedure and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00624.

Event description:
As reported by the field, during a stent assist coil embolization to an aneurysm at the right internal carotid artery communicating segment, an enterprise2 4mmx23mm intracranial stent (encr402312, 7469249) became impeded in distal end of the prowler select plus 150/5cm microcatheter (606s255x, lot unknown) and could not pass through. The physician withdrew the microcatheter (mc) and changed to a new microcatheter (other brand), but the stent was still impeded in distal end of the mc and could not pass through. The doctor retracted the stent and switched a new one to complete the surgery. The second microcatheter was not replaced. The procedure was prolonged about 15 minutes. Additional information received indicated that they were no able to torque the device. There was no evidence of physical material within the device. No other devices were successfully used with the concomitant device prior the encountered resistance. An adequate flush was maintained through the devices. There was not clinically significance due to the procedural delay.

Manufacturer narrative:
Product complaint # (B)(4). The medical imaging was reviewed by cerenovus sr. Medical affairs director. The assessment reads as follows: ¿the description is clear and supported by a video supplied. The images show a microcatheter in the pcom aneurysm and a second catheter with the tip in the mca on the right. Through the second microcatheter a stent is navigated up, but as soon as the device reaches the ophthalmic segment, there is too much friction to be delivered further. Since the tip of the wire is not bending, and given the movement of the microcatheter, it is clear that the friction point is in the ophthalmic segment. This may be due to kinking or external compression (given that there are two catheters simultaneously) and supported by the fact that also a new catheter did not solve the problem. It is unclear why a new stent eventually did go past the segment, and if the first stent and catheter are still available for analysis by the r&d team, this may shed a light on the cause¿. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.